Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the attachment will not secure to the motor during surgery. No patient or user injury occurred. It is unknown if there was a delay in the surgical procedure. There was no additional information provided.